Manufacturer narrative:
The reported malfunction was observed and attributed to el display flex cable that was not properly seated. The cable was reseated to correct the reported problem.

Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.